Event description:
The account's maintenance stated the intellidrive is always running forward.

Manufacturer narrative:
The account's maintenance stated he isolated the issue to the left handle. He replaced the handle to repair the bed.